Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 350-470 mg/dl. Reportedly, the customer did not know the cause of the impacted bg levels; however, the customer believes it may be due to his body not absorbing insulin properly and that he may have scar tissue. The customer stated he has not experienced any issues with the pump or supplies. During a system check with tandem technical support, it was confirmed that the pump was functioning as expected. The customer delivered a bolus via the pump to stabilize elevated bg levels.